Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) channel, which was oversensed and resulted in non-sustained episodes as well as pacing inhibition. It was noted that the noise was reproducible with deep inspiration only. It was questioned if this could be the high voltage leads reversed in the header. Technical services (ts) discussed possible causes and troubleshooting options for the noise. It was also noted that when the rv sensitivity was reprogrammed to 1 mv, the oversensing was eliminated. Defibrillation threshold (dft) tests have never been performed on this patient due to a left ventricular (lv) thrombus. Ts stated if the decision was to program the rv sensitivity to 1mv, then dft testing would be recommended. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that during the implant of the device, the physician was using a bovee, and they noticed a pause in pacing. It was noted that electrocautery protection was not programmed on. Ts discussed this and troubleshooting options. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the device had been successfully reprogrammed with no adverse patient effects.